Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0mr7x, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0mr7x, ubd: (B)(4) 2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
While providing information from their insurance card the patient stated that their eyes were ¿messing up¿ and couldn¿t see small print. After a visit to their healthcare provider they received a letter stating one of the leads were loose. The patient noted that was why they were having issues. No further complications were reported/anticipated.